Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported no further actions were planned at this time as the patient was not using that contact for therapy.

Event description:
It was reported that prior to the replacement of the implantable neurostimulator (ins) battery, impedance measurements at 3.0v showed values of 3,880 on contact 3 (monopolar) and 4,981 and 4,223 on contacts 3-0 and 3-1 (bipolar), which were outside the normal range. The issue was not resolved after replacing the battery as the impedance values remained abnormal. The patient is not receiving therapy on this contact. The healthcare provider, informed of the existing impedance issue by the patient's neurologist before the battery replacement, decided that no further action would be taken at this time. The environmental or external factors contributing to the issue remain unknown, and no diagnostics or further troubleshooting has been performed. The issue is unresolved at the time of this report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(4); product type: 0191-extension; implant date (B)(6) 2020; date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.